Event description:
The account alleged that the bed has no audible alarm for the bed exit and brake not set. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.